Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited noise and the lead safety switch (lss) was triggered due to high out of range pacing impedance measurements. It was noted that the impedance measurement increased from 559 to 2500 ohms acutely. The patient reported vague symptoms around the same time as this change. Subsequently the patient was admitted to the hospital and a revision procedure was performed. During the procedure the pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to report the analysis results.